Event description:
It was reported that the ventilator intermittently failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. The nozzle units inside the air gas module and the oxygen gas module were replaced. According to received information, this replacement solved the reported problem. The reported problem was confirmed in received device logs. The nozzle unit is part of the gas module and is used for regulation of the gas flow through the gas module. The replaced nozzle units were discarded and therefore no testing was performed and thus it is not possible to determine the root cause of their failure. (B)(4).